Event description:
It was reported that during a colon procedure, the device fired properly. However, the patient was readmitted for an exploratory laparotomy. The patient is fine now. The device was discarded. No details are available. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a complaint, as no ees product was used in the case. Additional information: in regards to this patient, she did not have a stapler used in her case. From the op note, there was only 3-0 silk and vicryl used.